Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing causing pacing inhibition on the dependent patient. Programming changes were performed. The patient was in stable condition.